Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed drive count/time values or changes incorrect for moving or coasting and too slow or too fast. The customer¿s blood glucose level was unknown. Customer stated that they were able to clear the alarm and insulin pump did require rewind. Customer not able to complete rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.